Event description:
According to the op report, this valve was explanted due to thrombus and "servere" aortic stenosis. It was replaced with a sjm 21afhpj-505, and a tricuspid valvuloplasty was also performed.